Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10sep2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the omni filter from the customer's stock to address and correct this reported event. The device then passed performance specification testing after this repair was completed.

Event description:
The customer reported a ventilator that was not functioning - this was clarified as an occlusion: safety valve open alarm. There was no patient involvement / harm.